Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: related manufacturer reference number: 3006705815-2020-00155. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on one of the leads. To address the issue, the physician explanted one of the leads and replaced it with a new lead. Note: it is unknown which lead had the high impedances and was explanted, therefore both leads are being reported.

Manufacturer narrative:
The report event of high impedance was confirmed. Returned stimulation end segment had a compression mark followed by a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2020-00154.